Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es auxiliary used in this incident, it was determined that the auxiliary half-height drawers were not detected on the bus and were not visible in hardware test application or storage space configuration. A field service engineer reseated all drawer cabling and controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.